Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported torn flap after corneal flap creation. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).